Event description:
The customer contacted physio-control to report that their device had all three icons (charge-pak, attention and service wrench icons) present in the device's readiness display. The three icons being shown, indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the digital pcb assembly caused the device not to power on. The digital pcb assembly was then evaluated and it was determined that the cause of the reported failure was due to a resistor, designator r35 on the digital pcb assembly. This resistor, designator r35 had ionic contamination and caused 900 micro amperes of off current which depleted the internal hybrid layer capacitor (hlc) batteries and the charge-pak. A replacement device was provided to the customer under warranty.